Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient implanted with this implantable cardioverter defibrillator (ICD) expired. A patient advocate expressed concern that the device did not deliver therapy as expected. The local area field representative was contacted for additional information. At this time, no further information is available. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The explanted device was received about 3.5 years later and is undergoing laboratory analysis.

Event description:
It was reported that patient implanted with this implantable cardioverter defibrillator (ICD) expired. A patient advocate expressed concern that the device did not deliver therapy as expected. The local area field representative was contacted for additional information. At this time, no further information is available. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.